Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of lactated ringers, at a kvo rate, via a pump. After an unspecified length of time, the customer contact reported that as the nurse raised the i.v. Pole the tubing set was caught on the bed and separated from the connection of the tube and the arm of the proximal clave y-site. It was reported approximately 50 ml of solution leaked. The customer contacted reported that an unspecified volume of bleed back was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. The lot number of the device that was in use is unknown. The customer contact identified two possible lot numbers (plots). The possible lot numbers are 240214w and 240254w. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.